Manufacturer narrative:
Exemption number (B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the history files were read out and analyzed. As root cause for the reported error pattern a user error was identified. The user has selected a wrong type of syringe. The technical investigation revealed no abnormalities. The device operated as intended.

Manufacturer narrative:
(B)(4). The device has been received from user facility to our bbm laboratory in (B)(4) for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): over infusion.